Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Note: the right breast implant was explanted and replaced on (B)(6) 2020 with 450cc high profile xtra silicone mentor implant. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 415cc and suffered from right capsular contracture baker grade iii and breast pain on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left side.

Manufacturer narrative:
After clinical/secondary review of this file performed on 11/10/2020, it was decided to remove patient code autoimmune disease and add generalized illness patient code to more accurately capture the reported event. H6 patient code 3191: generalized illness. Manufacturer¿s reference number: (B)(4).